Event description:
The hosp biomed reported that an equipment mgr separated from its suspension arm. The event took place with no one in the room. A passing nurse heard the noise and reported it to their biomedical svc team. The hospital's biomedical staff shut off the gasses and power going to the equipment mgr and secured the nest with straps as a precautionary measure. None of the gas lines or electrical cords was significanlty damaged during this event, nor did any collateral damage occur. The column did not hit the ground; the electrical cables and gas tubes passing through it supported its weight. No pts or hosp staff members were injured.